Event description:
User facility reported attempting a novasure procedure on a patient with a uterine length measuring 11 cm. The cavity integrity assessment (cia) test was unsuccessful and the physician aborted the procedure. A perforation at the fundus of the uterus was confirmed on hysteroscopy. The physician reported in 2008 that the patient was kept in the hospital overnight for observation and discharged the next morning. No treatment was needed for the perforation and the patient is currently doing well.

Manufacturer narrative:
The lot number was not provided; therefore, an investigation or review of the device history record for the device was not able to be performed. The device involved in this event was not returned: therefore, an investigation was unable to be performed. Currently unable to establish a relationship or impact to the reported observation due to no product available or lot/serial number provided. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2: 36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used. According to the IFU under the precautions section: the safety and effectiveness of the novasure system has not been fully evaluated in patients with a uterine sound measurement greater than 10cm.